Manufacturer narrative:
(B)(4). The covidien technical support engineer (tse) troubleshoot this issue with the customer over the phone. The customer was instructed to call back if additional information was needed. No additional information was provided.

Event description:
It was reported that the rotary knob on a ventilator was not working. There was no patient involvement.